Event description:
A journal article was reviewed that contained information regarding this lead. Two days post implant, while being treated for a congestive heart failure event, the patient had low blood pressure and a loss of consciousness. An echocardiogram revealed pericardial effusion. The patient then had exploratory surgery and it was found that the atrial lead helix had perforated the atrial wall. Subsequently, there was bleeding and cardiac tamponade. The perforated area of the atrial was repaired. The status of the lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿cardiac tamponade as complication of active-fixation atrial lead perforations: proposed mechanism and management algorithm¿ pace. April 2007: 30; 498-501. (B)(4).